Manufacturer narrative:
The t:slim x2 with ciq technology user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Troubleshooting with tandem technical support found the blockage to be in the infusion set tubing. Reportedly, the customer was using fiasp insulin. Tandem technical support educated the customer on cartridge/insulin labeling. In addition, it was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded the cartridge and subsequently a minimum fill notification occurred. Customer successfully loaded a new cartridge onto the pump, and received an accurate fill estimate. Customer's blood glucose was 198 mg/dl.